Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported that pt was advised to register with stryker. He is experiencing pain and is unable to sleep on his side. Pt reports that he has had an MRI and blood test performed and he is scheduled to have his hip aspirated on (B)(6) 2013. Pt is also reporting that his cobalt level is elevated.